Event description:
It was reported that when the patient went into slow vt while hospitalization for an unrelated reason, device did not gave antitachycardia pacing therapy. The patient was burst paced out of the vt. There were no adverse consequences to the patient except that the patient was in vt for an extended period of time. Device was reprogrammed. The patient will continue to be monitored in the hospital.